Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were harder to press. Customer also stated that insulin pump had insulin pump error alarm and they were able to clear alarm and complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express act and up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.